Manufacturer narrative:
The lot number was not provided, so the device history record could not be reviewed. No samples or photos were returned, so the alleged complaint could not be confirmed. Without the sample or images, no further evaluation can be taken and no corrective action is required this time.

Event description:
Pt here for ivc filter removal. During extraction, filter broke into 2 pieces. One piece could be extracted, the other filter piece remained in the pt. Extracted filter piece had 2 prongs. Remaining piece had 4 prongs. For the pt's protection a new ivc filter was placed above the old remaining filter piece. Requires pt to return for removal and extraction.